Event description:
It was reported that pacing lead impedance and hv lead impedance were high. Technical services discussed that high lead impedance may be indicative of a lead fracture. An x-ray was performed and the lead integrity appeared normal. Isometrics testing was performed and no noise was produced. As a result, the lead was explanted and replaced.